Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. After a 6f non-bsc guide catheter was engaged, pre-dilation was performed with a 2.50 x 10 semi-compliant balloon catheter. A 12 x 3.50 promus premier drug-eluting stent was advanced for treatment but had difficulty to track the lesion due to calcification. The physician tried multiple times, but the device was still unable to cross the lesion. The stent was removed, and a broken shaft was observed. A non-boston scientific device was used to complete the procedure. There were no patient complications reported, and the patient was stable post-procedure.